Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had hip surgery 10 years ago. He had an MRI and bloodwork of which he has metallosis. He is disabled. Patient stated he was walking prior to surgery and now is a quadraplegic (broke his neck many years prior). He was told he need another MRI and revision surgery to replace ceramic head & cup. Unable to obtain an answer from the surgeon regarding bill payment. He would like to know what are his alternatives to this situation. Before (B)(6) in 2013 patient stated as he was showering his left femur bone fractured. Patient had left hip revision surgery on a sunday morning. He stated a new stem was implanted as well as cables to fix the fractured femur bone. Patient had rehab a few days after and was taken back to hospital for a uti. He stated he was told he has elevated cobalt ion levels. Patient was told he needs an MRI done. Patient mentioned he became quadriplegic in 1988 from a fall he experienced off a horse. He stated he recovered a couple of years later but has not been the same. Patient is unsure which hip is causing the elevated cobalt ion levels and is unsure if left hip is stryker. Patient's left hip was implanted on (B)(6) 2008 and revised on (B)(6) 2013 (approx), his right hip was implanted on (B)(6) 2008 and has not been revised.